Event description:
Procedure type: unknown. According to the reporter: after applying the device, the tissue was cut but one staple was not placed. The surgeon then used a new instrument to redo the anastomosis. No patient injury was reported.